Event description:
Customer reported an alarm 2 followed by alarm 26 due to a bent cannula in the infusion set, which was inserted in the abdomen. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl, and the cgm did not read "high." Customer resolved the issue by changing the soft cannula infusion set and resuming insulin, while cts educated them on checking the introducer needle and closed the case following the resolution.